Manufacturer narrative:
Visual inspection: the device appeared intact upon receipt. No deformities or abnormalities were observed. Functional inspection: the proximal knob was able to rotate; however, the pin that secures the rod at the distal tip would not engage. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. The most likely cause of the reported event was determined to be user error. Overturning the proximal knob in a clockwise or counter-clockwise manner can damage internal components, preventing the distal pin from engaging a rod.

Event description:
It was reported that an everest xt mi rod inserter, bearing drive was not functioning as intended intra-operatively during implant insertion. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that an everest xt mi rod inserter, bearing drive was not functioning as intended intra-operatively during implant insertion. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.